Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. After replacing battery pins and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had a broken battery pins. As a result, the device's batteries may not make good contact with the pins, which could potentially cause the device to experience power issues. There was no patient use associated with the reported event.